Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: the intraocular lens was not available for evaluation. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery, the haptic of the intraocular lens, model pcb00 was broken. Lens was inserted, the surgeon removed then the lens, he enlarged the main incision from 2.4mm to 6 mm and then he inserted an intraocular lens, model ar40 onto the ciliary sulcus. The suspect lens is not available for evaluation. No other information was provided.